Manufacturer narrative:
Event date unknown. Device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited a blockage error. Troubleshooting was performed but the error persisted. The device was replaced to a backup device and the patient was able to successfully continue with infusion. The infusion was life-sustaining. The outcome was resolved. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.